Event description:
The hcp reports "extra fluid leaking from pump." No patient symptoms were reported. The hcp reported that refill amounts were "inaccurate". The pump contained dilaudid 10 mg/ml, daily dose is unknown. The pump was explanted and replaced after an implant duration of 60 months. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.